Manufacturer narrative:
Evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a coil was protruding from the distal tip of the microcatheter. A 12mm x 30cm interlock¿ was selected to treat the target lesion. The coil was inserted into the renegade microcatheter, however; it was noted that a few centimeters of the coil came out from the distal tip of the microcatheter and the device could not advance further. The coil and the microcatheter were removed as a unit. When the coil was removed from the catheter, it was noted that the coil was unraveled. The procedure was completed with the same catheter. No patient complications were reported.